Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was broken towards the tip. The device shows signs of extensive use. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during the case, while setting up, the ruler broke. The device broke outside the patient. The spin dial that attaches the two pieces of the ruler broke off. The procedure was completed using a s+n backup device. No surgical delay or injury to the patient was reported. After visual inspection of the device it was found that the device was broken towards the tip. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.